Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed as the bending cover was stretched over the distal end. The bending section cover was also found to be lifting, and glue was peeling on the objective lens. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that there was an increase in the outside diameter of the bending section, when observing the visera cysto-nephro videoscope. The tip had black tube coating extended past the lens. The issue was found upon inspection of received, repaired device. The patient was likely under anesthesia, but per the customer the issue was caught early and there was no delay to the therapeutic procedure. The procedure was completed with a similar device. There was no patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 12 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was likely caused by excessive stress, handling, or other issues. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.